Manufacturer narrative:
Evaluation summary: we checked the returned unit and confirmed that the ccd module defect. Based on the result, we concluded that it was caused due to the condensation in the ccd module ; however, other failure is not related to the alleged complaint. Correction information: g6: follow up #1. H6: coding changed based on the investigation result: component code and investigation findings. Additional information: h2: type of follow up. This report is being filed as part of the pentax backlog management plan.

Manufacturer narrative:
Evaluation summary we received the defect and confirmed the dark image . Replaced the ccd module. We didn't get any information. This device is not distributed in us so that unique identifier is blank. This device is classified as import for export, therefore 510k is not applicable. Model ec38-i10cl-us is available in the USA with a 510k number k190805. This report is being filed as part of the pentax backlog management plan

Event description:
Before use, user found dark image, the led wire is broken. No adverse events to the patient